Event description:
It was reported that this patient's right shoulder was revised the night of the primary surgery due to instability. Stem, adapter tray and liner were exchanged. Stem was exchanged from preserve size 8 to press fit size 15. Used constrained liner. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): a10012 - gps implant kit v2 (B)(6). 531-78-20 - shouldr gps hex pins kit (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-15-01 - eq rev glenoid plate (B)(6). 300-30-08 - equinoxe preserve stem 8mm (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 320-01-42 - equinoxe reverse 42mm glenosphere (B)(6). 315-35-00 - glnd kwire (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6). 320-42-00 - equinoxe reverse 42mm humeral liner +0 (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6). 531-55-88 - ergo gps 3.2mm drill kit sterile (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6). 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g4: 510k unknown due to specific device not being reported h6. The following sections were corrected: b2. The cause of the patient¿s shoulder instability and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.